Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 7fr hickman d/l catheter was returned for evaluation. Gross, visual and functional testing were performed. The investigation is confirmed for the catheter split issue as a circumferential split was noted just distal to the white luer. Furthermore, the edges of the circumferential split just distal to the white luer was observed to be jagged. Upon infusion of the white luer, no leak from the circumferential split was observed. However, upon application of hydrostatic pressure on the outer sleeve of the white extension leg, leaking was observed. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that four days post catheter placement, the catheter allegedly had a hole on white lumen. It was further reported that the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that four days post catheter placement, the catheter allegedly fractured. It was further reported that the catheter was removed and replaced. There was no reported patient injury.